Event description:
Wca reported for the representative, "the patient attended for chemotherapy on (B)(6) 2013 and complained of a burning sensation at the port site during infusion. The patient was transferred to (B)(6) hospital for portogram; however, the patient was unable to have contrast, so a CT was performed. Probable disconnection of port catheter at the hub. It was determined that the port should be removed and replaced and it is the cook sales representative's understanding that the dr performed this procedure on (B)(6) 2013." No part of the device remained inside the patient. The patient required a CT and removal of the complaint device and insertion of a replacement device as a result of this occurrence. The adverse effect to the patient due to this occurrence was described as"burning sensation at the port site".

Manufacturer narrative:
(B)(4). According to information supplied to trackwise, this product is not being returned for evaluation. As the devices have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.